Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that the patient usually recharges their implantable neurostimulator (ins) on wednesday and then the following monday since it would go down to 30% or 40% battery. But yesterday ins battery charge was all the way dead so they recharged it back up. Pt decreased intensity down yesterday and it was too low. Now the pt was wanting to turn it back up today but it would not let them for they got the message therapy increase not available. Pt was on group a and had no other groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.